Manufacturer narrative:
The customer reported that point of care unit (pcu) front cases need to be replaced due to power switch. Physical inspection noted the keypad to be in good condition with no irregularities observed. During internal inspection, the keypad was found with signs of fluid ingress where the flex cable meets the circuit layer. The front case keypad was connected to the cad pcu test fixture for functional testing. The keypad unexpectedly powered on and the keypad system on light stayed lit. Electrical failure ¿ design. Device history review: device history record (DHR) reviews are not required for field action complaints because the root cause of the issue is known, the investigation is documented within a CAPA, and a field action has been initiated.

Event description:
It was reported that point of care unit (pcu) front cases need to be replaced due to power switch.

Event description:
It was reported that point of care unit (pcu) front cases need to be replaced due to power switch.

Manufacturer narrative:
Correction on initial report. Additional information provided.

Manufacturer narrative:
No device will be returned per customer. The customer complaint could not be confirmed because the device was not returned for failure investigation. The root cause of this failure was not identified.

Event description:
It was reported that point of care unit (pcu) front cases needed to be replaced.